Event description:
An explanted generator was received for analysis replaced for end of battery life. The reported end of service and low battery was confirmed in the product analysis lab. An open can measurement of the battery voltage determined that the battery was depleted. The post burn-in electrical test identified an out-of-specification condition with supply current 1ma. Bench analysis determined that the out-of-specification condition was caused by a leaky q10 component. After q10 was substituted, the device performed according to functional specifications. No programming history records were found; consequently, a battery life calculation could not be performed. The out-of-specification supply current 1ma could potentially be a contributing factor to the end of service condition.